Event description:
It was reported that during preparation of the clip delivery system (cds) only one of the grippers went up. Following troubleshooting attempts the gripper descended unevenly on both sides therefore the device was not used. There was no clinically significant delay to the intended procedure and no patient involvement. No additional information was provided regarding this device issue.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
All available information was investigated, and the reported difficult gripper actuation issue could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, a cause of the reported difficult gripper actuation could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.